Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, resulting in leaflet damage. It was reported that on (B)(6) 2016, the patient with degenerative mitral regurgitation (mr) of grade 4 underwent a mitraclip procedure. The patient had a short, restricted and calcified posterior leaflet. As the patient was not a surgical candidate, the decision was made to proceed with the mitraclip procedure in a last attempt to treat the patient's degenerative mr, despite the condition of the leaflet. The mitraclip was implanted without difficulty and it was felt that the leaflet grasp was good. However, due to the condition of the leaflet, the clip detached from the posterior leaflet, tearing the leaflet. The clip remained attached to the anterior leaflet. A cleft was noted at the location of the tear. Due to the condition of the posterior leaflet, there was not an appropriate location to implant a second clip. No additional intervention was performed and there is no plan for additional intervention. Post-procedure mr remained at grade 4. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the information provided to abbott vascular, the manufacturing records and complaint history. The investigation determined that the slda appears to be related to the challenging patient anatomy due to the restricted, short and calcified posterior leaflet. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The patient effects of unchanged mitral regurgitation and tissue damage (torn posterior leaflet) are listed in the mitraclip system instructions for use as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.